Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed unexpected battery out limit alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed unexpected battery out limit alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump runs out every 3 days. The customer¿s blood glucose was unknown. The device will be returned for the analysis.